Manufacturer narrative:
(B)(4). The service history review revealed no previous service events that would cause or contribute to the reported problem. The device was not returned; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer contacted baxter¿s technical service center regarding a high drain alarm, which occurred on the homechoice during setup. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The caregiver stated that they called the registered nurse that morning and they said that since the patient used a different dextrose, 4.25% and 2.5%, the messages returned that night. There was no patient injury or medical intervention indicated at the time of the initial report. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.